Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the system's air bubble detector was giving a false alarm signal which could not be cleared. The perfusionist telephoned the sales associate who recommended they change out the cable. The replacement cable resolved the issue. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation is in process, but not yet complete.